Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the lead migration was not determined. The health care provider (hcp) noted that the patient had extensive scar tissue in the epidural space. The surgical lead was placed and the patient was noted to have good relief. The hcp stated that the issue was not device related.

Event description:
It was reported that, after being implanted and waiting a week for the wound to heal, stimulation was turned on and the patient had no response. The device was also noted to have worked for a few days after surgery. They were told the leads had migrated in the epidural space. Surgical leads were put in a week prior to this report. The leads were noted to have went left instead of right. It was noted that the patient had a follow-up appointment with her healthcare provider (hcp) on (B)(6) 2015. Follow-up was performed to determine if any troubleshooting had been performed, if a cause had been determined, if any intervention was required, and if the issue was resolved. This event will be updated if additional information is received.